Manufacturer narrative:
This 40-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain'). The subject's concurrent conditions included overweight. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The subject was treated with surgery (bilateral laparoscopic salpingectomy and removal of ectopic pregnancy). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to fallopian tube occlusion insert occurred during the first trimester. The relationship of ectopic pregnancy with contraceptive device to treatment with fallopian tube occlusion insert was not reported. The investigator considered pelvic pain to be unrelated to fallopian tube occlusion insert. The reporter commented: subject reported pelvic pain. Test showed ectopic pregnancy. Subject to have bilateral laparoscopic salpingectomy on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 40-year-old female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: 18894). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain'). The subject's concurrent conditions included overweight. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2020, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The subject was treated with surgery (bilateral laparoscopic salpingectomy and removal of ectopic pregnancy). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to fallopian tube occlusion insert occurred during the first trimester. The relationship of ectopic pregnancy with contraceptive device to treatment with fallopian tube occlusion insert was not reported. The investigator considered pelvic pain to be unrelated to fallopian tube occlusion insert. The reporter commented: subject reported pelvic pain. Test showed ectopic pregnancy. Subject to have bilateral laparoscopic salpingectomy on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: nullification: due to internal review it was detected that this patient was in treatment group "laparoscopic tubal sterilization", she had no essure inserted, therefore this case will be deleted from bayer safety database. No new follow-up information was received from the reporter. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "an open-label, non-randomized, prospective observational cohort study to assess post-procedural outcomes in two cohorts of women who chose to undergo either hysteroscopic sterilization (essure) or laparoscopic tubal sterilization" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert inserted. The case describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('pelvic pain'). The subject's concurrent conditions included overweight. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6)2020, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The subject was treated with surgery (bilateral laparoscopic salpingectomy and removal of ectopic pregnancy). At the time of the report, the ectopic pregnancy with contraceptive device outcome was unknown and the pelvic pain had not resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to fallopian tube occlusion insert occurred during the first trimester. The relationship of ectopic pregnancy with contraceptive device to treatment with fallopian tube occlusion insert was not reported. The investigator considered pelvic pain to be unrelated to fallopian tube occlusion insert. The reporter commented: subject reported pelvic pain. Test showed ectopic pregnancy. Subject to have bilateral laparoscopic salpingectomy on (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.5 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.